Event description:
During a high presure injection, the connection between the high pressure tubing and the catheter came loose spraying contrast. There was no patient or clinician harm or injury as a result of this event.